Manufacturer narrative:
Device data storage, including defibrillator calibration constants, are stored in a battery- backed ram chip, designator u28, on the main pcb assembly. Ic chip u28 contains a lithium energy cell battery that can maintain the device data for a minimum of 5 years continuous duty. A recent failure analysis has determined that a severely depleted energy cell can result in a failure of the defibrillator to charge completely and/or a failure to discharge. The device was repaired and returned to the customer for use.

Event description:
It was reported that the device was displaying service errors 22 and 40. There were no reports of patient use associated with this event.